Manufacturer narrative:
(B)(4).

Event description:
Study coordinator contacted dexcom on (B)(6) 2016 to report that the patient experienced intermittent audio output from the receiver and an adverse event on (B)(6) 2016. It was stated that on (B)(6) 2016, the patient had low while on a hike and the continuous glucose monitor (cgm) did not alarm. It was stated that the patient had symptoms, checked and treated. Details of the symptoms or treatment are unknown. Additionally, the alarms were tested during visit with study coordinator and were all working properly. No further event information was provided.

Manufacturer narrative:
(B)(4).